Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. A device history record (DHR) review was conducted: part number: 315.250s, lot number: 4l30112, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 17. April 2019, expiry date: 01. April 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non sterile part: part number: 315.250, lot number: 2l63834, manufacturing site: (B)(4), release to warehouse date: 04. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an ankle fixation procedure on (B)(6) 2019, surgeon used 2.5mm sterile drill bits. Three drill bits of the same size broke in a row, which appeared unusual considering the patients bone quality. Patient didn't have hard bone. There was around ten (10) minutes surgical delay due to the breakage of the drill bits. The case was successfully completed by using an alternative drill bit. This report is for one (1) 2.5mm three-fluted drill bit qc/110mm. This is report 2 of 3 for complaint (B)(4).